Manufacturer narrative:
The customer returned the central processing unit (cpu) and the motor controller board. Visual inspection of the cpu revealed that the capacitor c166 appears to be damaged by heat, removal of c166 reveals burned area of the board. The c166 is a filter capacitor on the 12v supply line. During testing, the board did not start, and it was found that a short existed on the 3.3v supply, pulling that supply down below 1v. Powering this node with an external supply, it was found that the cpu u3 is warm to the touch. The root cause was determined to be failure of the capacitor c166 and failure of u3.

Manufacturer narrative:
Date of report: 09aug2021. There was no patient involvement.

Event description:
The nurse was trying to transition the ventilator from standby mode when the screen went black and was smelling like something burned up. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair. Other information is pending.

Manufacturer narrative:
The field service engineer (fse) evaluated the unit and confirmed that a component on the cpu was found burned; the component was located on the connection with the motor-controlled pca. Additionally, motor controller (mc) pca was found faulty, suspected to be the cause of the damage on cpu pca. The device passed the leak, flow, pressure, and oxygen accuracy tests. The bench repair engineer replaced the cpu pca due to an electronic component being burned; additionally, the motor controller board was replaced because it was unable to turn on the blower and trigger flow and pressure. Preventative maintenance testing completed, with filters replaced. Device functional and safety tested, all confirmed to be working correctly. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. If the component is received, an evaluation will be performed, and an additional report will be submitted.

Manufacturer narrative:
The field service engineer (fse) evaluated the unit and confirmed that a component on the cpu was found burned; the component was located on the connection with the motor-controlled pca. Additionally, motor controller (mc) pca was found faulty, suspected to be the cause of the damage on cpu pca. The device passed the leak, flow, pressure, and oxygen accuracy tests. The unit is pending bench repair.